Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Customer reporting 3 false positive sars results on 1 patient tested in may, august & november this year (symptomatic status is unknown). Customer states the results were confirmed negative by pcr and other rapid antigen test. Report of november result.